Event description:
Crescent cannula used this afternoon on an adult sized adolescent. The surgeon had difficulty with insertion. 32 f crescent was attempted, lot number 2203215 (03/31/2025). We did save the cannula to return to the vendor. The vendor was contacted. No patient compromises.